Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range impedance measurements and loss of capture (loc) in all vectors. The patient is not pacemaker dependent. The device was reprogrammed to ddd mode with right ventricular (rv) only pacing. A revision procedure is planned but not yet scheduled. No adverse patient effects were reported.